Manufacturer narrative:
(B)(4). Only event year is known: 2019. Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that on (B)(6) 2019, patient underwent a robotic assisted exploration of the colon, converted to open exploratory laparotomy. During the procedure, a portion of the descending sigmoid colon was removed, and an ethicon stapler was used to create the colorectal anastomosis. Patient alleges anastomotic leak and fecal peritonitis afterwards. Patient underwent an emergency exploratory laparotomy on (B)(6) 2019 and that the patient now has a permanent colostomy located in the lower left quadrant of his abdomen.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Medical records received. Please see attached.